Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explant report the device was not being used. The user was not re-implanted.

Manufacturer narrative:
Investigation results indicate a device failure caused by an detached magnet segment inside the transducer housing. As the device was not being used by the recipient the acoustic benefit in implanted state is unclear. Despite requested no further information was received. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report the device was not being used. The user was not re-implanted.